Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the electrode receptacle connector plug that was not properly seated to a connector. The electrode receptacle connector plug was reseated correct the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.